Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms occurred, it was unknown if the pump was exposed to extreme temperatures. Customer cleared the alarms to address the issue. There was no adverse impact to the customer's blood glucose level.